Event description:
Procedure: thoracotomy. Patient sex: unk. Reportedly, malformed staples occurred when the device was applied. The malformed staples were removed from the tissue and surgeon completed with another device. There was no tissue damage or injury to the pt.